Event description:
Additional information received reported the patient's symptoms in presenting for stroke treatment were gradually worsening level of consciousness and coma, with no other obvious stroke symptoms. The index clot being treated was located in the basilar artery. The patient's pre-procedure nihss was 36 and tici was 1. Tici 3 was achieved in the procedure and the patient's post-procedure nihss was 28. The patient was recovering well. Dual antiplatelet therapy was administered to prevent thrombosis of the catheter marker.

Manufacturer narrative:
B5. Updated with additional information received. Imf/annex f code updated based on available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marker band on the react catheter fell off and remains in the patient. The patient was undergoing a posterior cerebral artery thrombectomy. The accessed vessel was the femoral artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that during the thrombectomy operation, the surgeon used react 68 to perform the operation. During the operation, he found that the marker point at the tip of the catheter fell off. He tried many times to pass the stent through the marker, but failed to pull it out. In order to prevent the marker from moving, an ep stent was inserted and pressed it into the blood vessel where it fell.  It was reported the marker band dislodged/ was damaged. The catheter tip was shaped. The catheter tip was shaped as indicated in the IFU. The marker band remains in the patient in the posterior cerebral artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.